Event description:
It was reported via repair work order that the fowler was drifting due to the fowler motor assembly was not performing to specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.